Event description:
It was reported that during a percutaneous coronary intervention shaft fracture occured with the 2.25x12mm promus element stent. The procedure was completed with another of the same device. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
A visual and microscopic analysis of the returned device indicated that there was a break of both the inner and outer lumen 3mm distal to the port area at the port weld bond. The break site had a jagged edge. This resulted in the exposure of 52mm of the corewire. There was also a kink in midshaft and corresponding section of the corewire just proximal to the port area. There were kinks along the entire length of the hypotube. The distal section of the device was returned on a guidewire. The guidewire could not be removed. The outer lumen was kinked along its entire length. The hypotube was kinked along it's entire length. The stent and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. No further product analysis was performed at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention shaft fracture occured with the 2.25x12mm promus element stent. The procedure was completed with another of the same device. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device